Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of area not clean before starting peritoneal dialysis (pd) and peritonitis coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd2 ultrabag therapy with lot number 1203014 (dose and frequency not reported) intraperitoneally (ip) for pd. Dianeal therapy was ongoing. During a call with baxter india technical services, the following was reported. On an unreported date the patient did not clean the area before starting pd therapy, which caused peritonitis on (B)(6) 2012. The patient was not hospitalized for the event. On an unreported date, the patient was treated with injection reflin 1gm, ip and injection fortum 1gm ip (frequencies not reported). At the time of this report the patient was recovering from the peritonitis. The outcome for the area was not clean before starting pd therapy was not reported. The patient was retrained on proper aseptic technique. Per the consumer, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample was not requested as this event was due to a use error and there was no allegation of a product malfunction. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of a use error-breach in aseptic technique and peritonitis was confirmed because the nurse reported a break in aseptic technique by the patient described as the patient did not keep the area clean before starting peritoneal dialysis. Per the local baxter affiliate, the patient was re-trained on proper aseptic technique. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The assignable cause was undetermined.